Manufacturer narrative:
Carefusion complaint number (B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the blender in the gas delivery engine was the cause of the reported issue. The gas delivery engine was replaced, and the operational verification procedure was performed and the unit is meeting all manufacturer specifications. In the event the suspect gas delivery engine is received a follow-up report will be submitted at that time.

Event description:
The customer stated that this unit's fio2 is reading 4-5% higher than the set fio2. The customer attempted to change the o2 cell but this did not resolve the issue. There was no patient involvement as the issue was discovered during the pre-use testing.